Event description:
Healthcare professional reported that approx 50 months post implant the pt was admitted to the hospital for angina. Angiography and echo revealed incomplete movement of the disc and high gradient. Pt has been discharged from this hospital on medication therapy as she has refused additional treatment at this time.